Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: a review of the pump black box showed pump reboots had occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked along the side of the pump. There was evidence of evidence of corrosion found inside the battery compartment. There was no damage to the battery cap; the battery cap attached securely to the pump. The battery cap contact height and width measurements were found to be within specification. A leak test was performed and revealed a leak in the battery compartment. The pump powered on with a recurring alarm. Further testing was not able to be performed due to the unrelated alarm issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.